Event description:
As reported by the user facility: several items leaking chemo at junction of set legs. Did not save samples due to the cytotoxic drug.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated. The DHR record was reviewed for the reported lot number and no nonconformances or abnormalities were noted. There were no other reports of this nature against the reported catalog number, lot number, or subassemblies. No adverse quality trends were identified during the complaint review process. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If add'l pertinent info becomes available, a f/u report will be filed.